Event description:
Case details. It was reported that the patient implanted in 2003, has an enlargement of the common iliac artery where the ipsilateral ancure graft limb does not seal. The physician has scheduled the patient for surgery in 2005 to place a tepered graft from the ancure limb to the external iliac.